Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance anomaly post implant. The lead remains in service to date. No adverse patient effects were reported. Additional information received indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance anomaly post implant. The lead remains in service to date. No adverse patient effects were reported.